Manufacturer narrative:
Final device analysis results reveal catheter torn.

Event description:
When opening the package, the physician noted that the catheter was damaged. The catheter was returned to the manufacturer for analysis.